Event description:
It was reported that air bubbles were observed within the canister. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Customer primed the tubing to address the issue.